Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2016 it was reported that the patient had a pocket infection. The issue was not resolved. Surgical intervention was scheduled for (B)(6) 2016. Additional information was received on (B)(6) 2016 from a company representative and it was reported that the patient stated that his dog jumped on his pump and since then he had experienced pain in the pocket and redness. The pump was replaced and the infection was resolved. The drug in the pump was unknown by the reporter, but it was not baclofen. The patient&#38112;concomitant medications, other medical history, and additional actions/interventions taken were also unknown by the reporter.

Event description:
Additional information was received on (B)(6) 2016 from a company representative and it was reported that the culture came back negative.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it was unknown what troubleshooting or actions/interventions performed related to the pocket infection. Per this reporter there was question regarding if it was an infection. Cultures where taken at the time of the pump replacement. There was "neurotic tissue" in the old pocket. The pocket infection was resolved.